Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and enlarged ventricle for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), loss of column was observed along with air bubbles. Troubleshooting was performed and was unsuccessful. The tsgc was replaced with another device to complete the procedure with implantation of one triclip. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.